Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the light emitting diode on the control panel not lighting up was a disconnection in the front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a condition in which the light emitting diode on the control panel did not light up due to a disconnection in the front panel. There was no patient involvement.